Manufacturer narrative:
Exemption number e2016006. This report provides data from thv/tvt registry exemption number e2016006 and summarizes 21 events of perforation with or w/o tamponade death events for the sapien 3 ultra in the aortic position. The 'time to event' (tte, in days) for this event was 0.05. Due to the limited information and the data received, edwards cannot confirm which esheath was used in this case, the axela or esheath introducer set. The UDI for both devices are referenced below. The device identification (di) numbers for edwards ultra delivery system are: (B)(4). The device identification (di) numbers for edwards commander delivery system with ultra loader: (B)(4).. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2021 data extract for aortic deaths for the sapien 3 ultra valve. This report summarizes 21 perforation with or w/o tamponade death events for the sapien 3 ultra transcatheter heart valve / edwards ultra delivery system/edwards commander delivery system. The age range for these events is 60 - 90 years. The breakdown for gender is as follows: 17 females and 4 males.